Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the device was not in clinical use at the time of the event. The philips remote support engineer (rse) inspected the system remotely and confirmed that the wireless footswitch has connection problem. Upon further inspection, found that the battery failure. The customer began using the wired footswitch instead. The issue is resolved by replaced the wireless footswitch battery. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction /field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that there was wireless footswitch connection problem. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the connection issue. Troubleshooting actions showed a problem with the battery. The fse replaced the battery and returned the wireless footswitch to use in good working order. Philips has started an investigation of this complaint.